Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported, a break on the connection between the tubing and quick release. No further information available.